Event description:
During verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
During testing the device did not alarm when a distal occlusion was present. This was due to a broken distal pressure sensor pin. This device has been identified as part of a product recall. This reported represents all the information known by the reporter upon query by hospira personnel.